Manufacturer narrative:
Premarket / 510(k) #: k163248 & k151895.

Event description:
It was reported to boston scientific corporation that an expect pulmonary needle was used during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2022. During the procedure, a little fragment (4mm) from the needle has detached. It is identical to the stylet or 'guidance' of the needle. The detached tip was retrieved using forceps. The procedure was completed with another expect pulmonary needle. There were no patient complications reported as a result of this event.